Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) was confirmed. As received, the trunk cable was missing. The cause of the inability to complete testing is the missing trunk cable. The root cause of the missing cable is physical abuse. No adverse event resulted from the missing cable.

Event description:
A u.s. Distributor returned an electrode belt indicating that it could not complete incoming testing.